Manufacturer narrative:
It was stated from the site that the patient presented to the clinic on 4/10 and was found to have a markedly increased lactate dehydrogenase (ldh) to 1366, up from a previous baseline of 100-200's, cola colored urine with 3+ blood, and increased power and flow parameters for over 2 weeks per patient. Logfiles were sent from clinic which confirmed the upward trend of flows and powers. Patient was admitted for presumed left ventricular assist device (lvad) thrombus in the setting of a therapeutic international normalized ratio (inr) level and was placed on a bivalirudin infusion and intravenous (IV) fluids to help prevent pigment nephropathy. International normalized ratio. Once his ldh had come down and his urine no longer showed blood, he was then restarted on his coumadin and bridged back until his inr was in therapeutic goal of 2-3. Patient was stated to have been discharge on (B)(6) 2017. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Correction: b3 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increasing trend in power consumption above normal operation starting (B)(6) 2017. Power consumption returned to within the normal operation limits on (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on review of historical data related to similar high power events, the most likely root cause of the high-power event is thrombus formation or ingestion within the device. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that from the site by the ventricular assist device (vad) equipment manager. Patient was admitted to the hospital for suspected pump thrombus, with reports of increasing flow readings over the past 1-2 weeks, dark urine, up trending weight, and complaints of periods of labored breathing. Ongoing discussions for potential pump exchange. No additional information available.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.